Event description:
It was reported that three weeks after a procedure which implanted a multifix peek anchor, a small piece of the implant was determined to have broken post operatively. The surgeon has scheduled a revision procedure. No additional details were provided, however no additional patient complications have been reported.

Manufacturer narrative:
The reported multifix s were not returned for evaluation. The devices were intended for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: properly align the implant and inserter handle device and appropriate level of surgical skill and experience. The instructions for use (¿IFU¿) outlines warnings and precautionary measures when using the device such as: -implantation of this device requires an appropriate level of surgical skill and experience. Surgeons who plan to use this device should carefully review the instructions for use prior to clinical use. Additionally, completion of a skills laboratory and training by the manufacturer or one of its appointed representatives, or observation of/assistance with similar implantation procedures, is recommended. -use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.